Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported they performed several trouble shooting steps. They checked the ventilator with proper tubing and test lung and found that the ventilator is giving above mentioned alarms. They checked and crosschecked flow sensor exhalation valve body, diaphragm and also cleaned pressure sensing line. They checked and replaced internal pneumatics tubing, but still problem not solved. They cross checked power supply assembly, turbine assembly. But still problem not solved. They performed all transducer test and found all transducer passed. They performed done the calibration of exhalation pressure, turbine diff pressure, & exhale. Diff. Pressure. Finally they crosschecked with working main printed circuit board with kit and found that the machine is working satisfactorily without any alarm. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator is showing circuit occlusion circuit disconnect alarm on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.